Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over for pyxis. A technical support specialist (tss) dialed into the server, identified that the orders were crossing over and notices that the orders did not exist in the system. Tss then logged into the system, observed that the messages were failed to cross over due to a nonconcurrent error and the patients orders and admissions status were stuck in the preadmitted state. Tss then resent all the admission discharge transfer message and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over for pyxis, and medications pulled for patient not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.